Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son's insulin pump alarmed no delivery last night. The patient's blood glucose at the time of incident was 600 mg/dl. Troubleshooting was declined for the high blood glucose. The customer's mother wanted to replace the device but she was advised that troubleshooting would have to occur first in order to get more information about the no delivery issue. No products were returned or replaced.